Manufacturer narrative:
The three (3) devices were received for evaluation. Visual inspection was performed and a ruptured bladder was observed on each device. A microscopic inspection examined the devices for signs of abnormality that may have caused the rupture problem. No signs of abnormality were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume intermates burst during filling of the devices with sodium chloride. It was noted that they were not filled over their maximum capacity. There was no patient involvement. No additional information is available.